Event description:
Additional information received on may 3, 2024 for report number mw5153616 to change manufacturer to unknown.

Event description:
I purchased an oxygen concentrator on the amazon platform last month, but encountered some problems during use. The plastic smell of the oxygen concentrator is very strong, and my entire skin feels itchy after use, which makes me feel very uncomfortable. I think this oxygen concentrator does not meet the quality standards and is not suitable for sale on the amazon platform. For patients who require long-term oxygen therapy, this may cause medical accidents. I purchased this oxygen concentrator on the amazon platform, and the purchase link is: https://www.amazon.com/dp/b0c8nbhrd8 . But I didn't see any relevant medical device licensing and certification information when I made the purchase. I think this situation is very abnormal because oxygen concentrators are a very important medical equipment, and if they do not meet quality standards, it may have a serious impact on the health of patients. Therefore, I hope that the FDA can take actions and ensure that all patients can receive safe and effective treatment. According to relevant regulations, oxygen concentrators belong to class ii medical equipment and require strict FDA review and licensing before they can be sold in the market. Therefore, I hope that the FDA can investigate this and ensure that all oxygen concentrators sold on the amazon platform comply with relevant quality and safety standards.